Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has reduced auditory performance. The patient was not using the device for some time as the control unit was not working adequately. The control unit was replaced but the patient showed no improvement. No trauma has been reported. Reimplantation is being considered.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Additionally, an accident or impact might have weakened the fixation of the electrode which led to electrode mobility. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient has reduced auditory performance. The patient was not using the device for some time as the speech processor control unit was not working adequately. The speech processor control unit was replaced but the patient showed no improvement. No significant trauma has been reported. The patient has been re-implanted.